Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that both of the pulleys exhibited indentations all around the edges. The cables were not damaged. Failure analysis concluded that the indentations were likely due to mishandling. Failure analysis investigation also observed that the distal end of the main tube had various scratch marks with light material removal. The scratches were .150 - .202 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that nothing fell into the patient and there was no patient harm in a previous procedure. A complaint was not reported. On (B)(6) 2014, isi representative was contacted and indicated that she contacted the site to obtain additional information and no further information was obtained.